Event description:
This complaint is from literature source. It was reported that cardiac tamponade requiring pericardiocentesis was observed in 7 patients. There were no reported malfunction with any of bwi catheters and systems used during the case. Title: ¿simple minimal sedation for catheter ablation of atrial fibrillation¿ the objective of this study was to report the safety and feasibility of minimal sedation during af ablation. One thousand and fifty-two af ablation procedures in 819 were included. Suspected device is 3.5 mm quadripolar ablation catheter thermocool. However catalog number and lot number are unknown. Carto mapping system and lasso mapping catheter were also used during the procedure.

Manufacturer narrative:
The product is not available, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: product: carto mapping system us catalog # unknown serial # unknown product: lasso mapping catheter us catalog # unknown lot # unknown (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).